Event description:
A cartridge alarm was reported by the customer, which displayed a "high" blood glucose value, although the specific amount was unknown. There was no adverse impact to the customer's blood glucose level, as corrective action was taken through an injection. The issue did not occur during the cartridge loading process, and the customer was able to load a new cartridge independently, allowing insulin therapy to continue successfully. No further assistance from third parties was necessary, and the resolution was achieved.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. Customer loaded a new cartridge to resolve the issue.